Event description:
It was reported to philips that the efficia dfm100 defibrillator prompted for battery replacement. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery needs replacement. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. It was determined that this was a malfunction of the battery for which the remote support engineer informed the customer that the battery needed to be replaced. The customer replaced the battery to resolve the issue. The device remains at the customer's site. No further action is warranted at this time. H3 other text: remote support provided.